Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided); customer's current bg was 250 mg/dl. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot. Reportedly, customer discussed event with their healthcare provider.